Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: 3387s-40, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: 3387s-40, ubd: 25-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders it was reported that patient was having a stage 2 procedure and the physician needed to add the white boot first after he had tightened the screws on the extension. The extension screws we're loosened but the lead would not come out. The surgeon pushed and pulled and finally removed all extension screws, pushed the lead in and then we tested the system. It was noted that during testing, they noticed that on the middle two contacts read within the "ok" parameters. The surgeon continued and retested the system and it was showing only contact 10 to be a programmable option. Contact 11 read 2877, 10 ok, 9 high, 8 high. It was indicated that the cause of the issue was due to the physician over-tightening the screw on the extension. They attempted to pull the lead out and push it in. The internal component of the extension looked like it had twisted while tightening damaging the lead potentially. The surgeons proceeded with the readings. It was unknown if the issue was resolved at the time of the report. No patient symptoms were reported.